Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear (B)(4).registration number: (B)(4). This report is filed july 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2016.